Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture

Event description:
Patient representative has reported "considerable pain and tenderness in the chest, skin rashes, skin itching, implant itching, depressive stress, anxiety disorder, silicone leakage, and enlarged lymph nodes". Patient representative has also reported the following events that are not device related; "a variety of bii symptoms, brainfog, memory loss, respiratory problems, hair loss, concentration weakness, food intolerance, adrenal weakness, fungal diseases, irritable bladder and bowel, mood changes, decreased libido, chronic fatigue, hashimoto, and asthma". Device has been explanted. This relates to the left side.